Event description:
The cardiac monitor will not display a blood pressure. The cuff inflates; and appears to be sensing the blood pressure but no numbers display on the monitor. Work order placed. The pt with this monitor was ordered labetalol but this med could not be given due to difficulty obtaining bp and the need to put the pt on the monitor prior to giving medication.